Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99490. Supplemental rationale corrected data: b5, h1, h6, h11. 133 events were previously reported during the reporting quarter; however, - 1 event was reported in error. - 132 previously reported events are included in this follow-up record. Product return status: 56 devices were received. 75 devices were evaluated based on historical data analysis. 1 device was not available for evaluation. Evaluation findings (results/components): 40 devices: no device problem found / part/component/sub-assembly term not applicable 75 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 4 devices: wear problem, no device problem found / rod/shaft 4 devices: degradation problem identified, overheating problem identified / bearings 2 devices: lubrication problem identified, overheating problem identified / bearings 1 device: degradation problem identified / bearings 1 device: wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 3 devices: wear problem, overheating problem identified / bearings 1 device: no findings available / part/component/sub-assembly term not applicable 1 device: degradation problem identified, no device problem found / bearings. Product disposition 96 devices: scrapped by stryker 25 devices: archived by stryker 9 devices: product not received 2 devices: scrapped by customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 132 events for the failure: overheating of device. - 97 events had problem identified during non-clinical procedure; there was no patient involvement. - 34 events had no health consequences or impact. - 1 event had insufficient information.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 134 events for the failure: overheating of device, 23 events had insufficient information, 93 events had problem identified during non-clinical procedure; there was no patient involvement, 18 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 134 events were reported for this quarter. Product return status, 27 devices were evaluated based on historical data analysis, 96 devices had investigation types that have not yet been determined, 11 devices were received. Evaluation findings (results/components), 27 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable, 96 devices: results pending completion of investigation / part/component/sub-assembly term not applicable, 10 devices: no device problem found / part/component/sub-assembly term not applicable, 1 device: wear problem, no device problem found / rod/shaft product disposition, 30 devices: archived by stryker, 6 devices: product not received, 2 devices: scrapped by stryker, 96 devices: product disposition is not yet determined. Additional information, 134 devices were not labeled for single-use, 134 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99490. Supplemental rationale: corrected data: b5, h1, h6, h11. 134 events were previously reported during the reporting quarter: however, - 1 event was reported in error. - 133 previously reported events are included in this follow-up record. Product return status: 51 devices were received. 72 devices were evaluated based on historical data analysis. 9 devices had investigation types that have not yet been determined. 1 device was not available for evaluation. Evaluation findings (results/components): 37 devices: no device problem found / part/component/sub-assembly term not applicable. 72 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 3 devices: wear problem, no device problem found / rod/shaft. 9 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 4 devices: degradation problem identified, overheating problem identified / bearings. 2 devices: lubrication problem identified, overheating problem identified / bearings. 1 device: degradation problem identified / bearings. 1 device: wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 2 devices: wear problem, overheating problem identified / bearings. 1 device: no findings available / part/component/sub-assembly term not applicable. 1 device: degradation problem identified, no device problem found / bearings. Product disposition: 90 devices: scrapped by stryker. 24 devices: archived by stryker. 9 devices: product not received. 1 device: scrapped by customer. 9 devices: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 133 events for the failure: overheating of device. - 97 events had problem identified during non-clinical procedure; there was no patient involvement. - 33 events had no health consequences or impact. - 3 events had insufficient information.